Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer loaded a new cartridge onto the pump to resolve the issue. Additionally, it was reported that the pump battery would not charge. Multiple attempts were made by tandem technical support to follow-up with the contact regarding the battery issue, however no response was received. Customer's blood glucose level was 203 mg/dl.